Event description:
Six incidents of employees receiving needle sticks due to needles sticking out of the sharps' containers. Users filled containers with other materials making it impossible for the needles to fall into bottom; therefore causing the needle sticks.